Event description:
A malfunction on the customer's insulin pump was reported, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump, instructing the customer to use a backup therapy of the current pump and mdi if it stops working. The customer is currently out of town and the replacement pump will be shipped when they return home. Instructions were provided on returning the malfunctioning pump, and the customer understood these guidelines.